Manufacturer narrative:
The reported issue regarding door front of the pca modules will be replaced due to cracks could not be confirmed. No further investigation of this event is possible at this time no device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that allegedly door front of the five pca modules will be replaced. Retro: prp order number (B)(4). (B)(6). No product returned. No patient involvement.